Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint. Failure analysis investigation confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken cable strands stuck out at the wrist. The cables at wrist were not damaged. The cable crimp was found to be intact. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, when the surgeon used a prograsp forceps instrument to help in suturing the patient's cervix, it was observed that the prograsp forceps instrument did not move in the way that the surgeon intended. The planned surgical procedure was completed and there was no report of any patient harm or that fragments from the instrument fell into the patient during the surgical procedure.